Event description:
It was reported that a force sensor error was experienced.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, issue was found during testing.

Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, presented chipped top case corners, cracked bottom case, missing battery, cracked right plunger case. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.